Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and evidence of the reported "error 1720" was found. The device was powered up an it alarmed ec1720 which is an issue with the back-up capacitor. The backup capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a lec 120 then error code 1720 during testing. There was no patient involvement.